Manufacturer narrative:
Root cause analysis confirmed that the strain gauge (transducer) failed in the "open" position - this blocked any feedback that would signal the otc motor to slow down or stop. The strain gauge/transducer and gauge board have been replaced as a repair for the failure mode. In addition, because a re-design of the console interface board or button board will improve the performance or quality of the device, service will install a console interface board or button board. The probability of occurrence for a potential adverse outcome is improbable, or very unlikely to occur based upon 500 dr units x 60,000 estimated exams/year, 5 failures (past 12 months) / 30,000,000 exams/year = 1.67x10-7.

Event description:
The operator completed an x-ray exposure and pressed the "all or omni" button to move the otc to the end of the x-ray table. The pt was lying in a lateral position on the table. The operator then pressed the otc vertical button to raise the otc up, however, the otc moved vertically downward. The operator released the otc vertical button, and the otc movement stopped, without contacting the pt. The operator complaint of arm pain, however, no injury was reported to carestream health.